Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon closed the device, pushed the green button, and attempted to squeeze the handle and it would not fire. Reload was changed and finished the case without incident. There was no patient injury.